Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to not be functioning as programed. A loss of capture was also reported, more specifically that capture by the left ventricular (lv) lead could not be discerned. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.